Event description:
It was reported that the patient was placed on inotropes and taken for computed tomography angiography (cta). Per cta results and persistent low flow alarms, decision made by surgeon to take patient to the cardiovascular operating room (cvor) for an emergent pump exchange to investigate suspected pump thrombosis. There was a sudden drop in left ventricular assist device (lvad) flows from 4 lpm to approximately 0.6-0.8 sustained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.